Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: three (3) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of bat800427's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of bat800427 revealed that the battery passed visual inspection. Of note, as received the battery was depleted and the gas gauge led's didn't light up when the button was depressed. Functional testing revealed a cell-under-voltage flag, which rendered the battery inoperable. Further testing revealed an internal cell pair had no voltage. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Internal inspection of the battery revealed a defective solder connection between cell pairs of the battery, which contributed to the cell-under-voltage flag. After re-soldering the connection between cell pairs, the battery regained functionality and was able to perform as intended. Failure analysis of bat800432 and bat800431 revealed that the batteries passed visual inspection and functional testing. A review of the batteries' internal logs revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the batteries will not charge until the voltage decreases below the threshold. Further investigation using a representative sample revealed that a cell over voltage condition was replicated while a fully charged battery was connected to a battery charger. However, the batteries were received with no flags enabled and a partial charge in the cell pairs. During testing, the batteries bat800432 and bat800431 were able to adequately provide power to a test controller as expected with all four (4) leds on when they were fully charged. As a result, the reported events were confirmed. The most likely root cause of the reported event involving bat800427 can be attributed to a defective solder. CAPA pr00451233 investigated soldering defects in inventus batteries. Even though this CAPA is closed, bat800427 falls within the bounds of this CAPA. Based on the available information, a possible root cause of the reported events involving bat800432 and bat800431 can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuits. A possible root cause of the cell over voltage conditions can be attributed, but not limited to, fully charged batteries connected to a battery charger. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that one battery charged but did not indicate it was charged. A different battery did not charge despite connecting to several different ports on the battery charger.

Manufacturer narrative:
### A supplemental regulatory report is being submitted for additional information regarding the event and patient information. A voluntary medwatch form 3500/3500b was received (report #mw5095835); since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. F1 user facility f2 uf/importer report number: unknown f3 user facility name/address: 12401 e. 17th ave. 9-126 aurora, co 80045 f4 contact person: emily mulroney f5 phone number: 7208484926 f6 date user facility became aware of the event: unknown f7 type of report: unknown f8 date of this report: 29-jul-2020 f9 approximate age of device: unknown f10 event problem codes: unknown f11 report sent to FDA: 31-jul-2020 f12 location where event occurred: unknown f13 report sent to manufacturer: unknown f14 manufacturer name and address MFR. Name: medtronic, inc addl: 14400 nw 60th ave city: miami lakes state: fl zip: 33014 ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. (B)(6) unique identifier (UDI) # was corrected from (B)(4)(B)(6) to (B)(4). (B)(6) UDI # was corrected from (B)(4)(B)(6) to (B)(4). (B)(6) UDI # was corrected from (B)(4) (B)(6) to (B)(4). Product event summary: three (3) batteries ((B)(6) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing revealed a cell-under-voltage flag, which rendered the battery inoperable. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Internal inspection of the battery revealed a defective solder connection between cell pairs of the battery, which contributed to the cell-under-voltage flag. As a result, the reported event involving (B)(6) was confirmed. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and functional testing. A review of the batteries' internal logs revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the batteries will not charge until the voltage decreases below the threshold. Further investigation using a representative sample revealed that a cell over voltage condition was replicated while a fully charged battery was connected to a battery charger. However, the batteries were received with no flags enabled and a partial charge in the cell pairs. Based on this observation, the batteries likely did not experience a cell over voltage condition at the time of the reported event. This observation is an additional finding not related to the reported event. A possible root cause of the observed cell over voltage threshold values in the internal logs can be attributed to fully charged batteries connected to a battery charger. During functional testing, the batteries were charging when c onnected to a battery charger. In addition, the batteries were able to adequately provide power to a test controller as expected with all four (4) leds on when they were fully charged. As a result, the reported event involving (B)(6) was not confirmed. A possible cause of the reported event involving (B)(6) can be attributed to a marginal connection between the batteries and battery charger. The most likely root cause of the reported event involving (B)(6) can be attributed to a defective solder. CAPA pr00451233 is investigating soldering defects in inventus batteries. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: three batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of (B)(4) revealed that the batteries passed visual inspection and functional testing. The batteries were able to adequately provide power to a test controller. In addition, the batteries were charging when connected to a battery charger. A review of the batteries' internal logs revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the batteries will not charge until the voltage decreases below the threshold. However, the batteries were received with no flags enabled. If the batteries remain connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. Failure analysis of (B)(4) revealed that the battery passed visual inspection. Functional testing revealed a cell-under-voltage flag, which rendered the battery inoperable. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Internal inspection of the battery revealed a defective solder connection between cell pairs of the battery, which contributed to the cell-under-voltage flag. As a result, the reported event was confirmed. Based on the available information, a possible root cause of reported event involving (B)(4) can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. The most likely root cause of the reported event involving (B)(4) can be attributed to a defective solder. CAPA (B)(4) is investigating soldering defects in inventus batteries. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 20-aug-2020. Device evaluated by MFR: yes dev rtn to MFR? Yes. Mfg date: 04-jun-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 20-aug-2020. Device evaluated by MFR: yes dev rtn to MFR? Yes. Mfg date: 04-jun-2018. Labeled for single use: no. (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The batteries were returned to the manufacturer because they did not charge nor did they show a charge. The batteries subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.